Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including a surgical lead, on (B)(6) 2010. It was reported that the pt lost stimulation. The amplitude allegedly does not get past perception on all programs and auto-reduces. The pt was scheduled for a reprogramming session. No further info is available at this time.